Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Additional information was received that the patient came into the clinic where aggressive maneuvers were done and no noise or changes in impedance were observed. Approximately five weeks later another alert from the remote home monitor system occurred due to continued high out of range pacing impedance measurements. Boston scientific technical services (ts) was again consulted an discussed potential causes including slight movement of the lead in the header of the device. Ts discussed follow up options would be at physician discretion. The clinician stated that the physician will likely continue to monitor the patient.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurement for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Technical services (ts) was consulted and found one other measurement from a month earlier where the rv lead impedance had increased to 1000 ohms and then decreased back in range. Ts saw no noise on the presenting electrogram (egm). Ts discussed possible causes including slight movement of the lead in the header of the device. It was suggested to have the patient come into the clinic to assess for any lead integrity issues. The rv lead and device remain in service and no adverse patient effects were reported.